Event description:
Both rigidfix pins had migrated 6 weeks after the surgery, approx. 8 weeks after the initial surgery both pins were removed and replaced by a metal interference screw. The patient is rather small. The surgery itself was without any complications, the tibial and femoral tunnel were drilled with a 7mm diameter, the femoral backwall was approx. 2mm. The transplant was 7mm (semitendinosus and gracilis, doubled) and was pulled in the tunnel press-fit. During the revision surgery, they discovered that the front parts of both pins were already in soft tissue while the back parts of the pins were still in the femoral tunnel, thus fixating the acl transplant sufficiently so they could replace the pins by an interference screw. The surgeon assumes that the patient's knee might have been too small for the rigidfix technique although the transplant had a sufficient diameter.